Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
During the procedure, a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous, 90% stenosed left circumflex artery. The viperwire advance guide wire fractured when the oad was advanced. The fractured component was engaged with the oad, no intervention was required to remove the component. A second viperwire was attempted to be used with the same oad, however, the viperwire could not pass through the oad. A second oad was used to complete the procedure, with the same viperwire. In the physician's opinion, the second viperwire may have not been able to pass through the oad due to part of the fractured wire left inside the oad.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6. The guide wire was returned for analysis. A fracture was observed near the spring tip. Scanning electron microscopic (sem) imaging identified evidence of ductile torsion on the core wire fracture face and rotational damage on the proximal spring tip. This evidence is consistent with the spinning drvieshaft making contact with the spring tip leading to the fracture. The root cause of the failure is considered to be use not consistent with the diamondback 360 coronary instructions for use (IFU). The IFU states: "use fluoroscopy to monitor movement of the radiopaque diamondback 360 coronary orbital atherectomy device (oad) shaft tip in relation to the radiopaque viperwire guide wire spring tip. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip." The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).